Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup system controller had a damaged display screen due to either water damage or dropping the controller. The system controller was exchanged.

Manufacturer narrative:
B5: this information was originally reported under MFR # 2916596-2022-15632 and serial # (B)(6). However, after further review of the log files, the primary system controller and the secondary system controller serial numbers were switched. It was determined that (B)(6) was the primary system controller and (B)(6) was the secondary system controller. Manufacture¿s investigation conclusion: the reported damage to the system controller lcd screen was not confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. In addition, no photos or supporting documentation were submitted that would indicate an issue with the system controller. Per account, the controller was exchanged without further issues; however, the controller will not return for further analysis. As a result, the root cause of the reported damage could not be determined in this analysis. As the heartmate 3 system controller (serial number (B)(6) is unavailable for analysis, this complaint file will be closed without further action. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the user interface different functions and how to use them appropriately. This section also indicates the patient to use a daily system controller self-test to check the audible and visual alarm indicators on the user interface. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 08jun2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary system controller white power cable connection port was damaged and the controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.